Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was severely tortuous and severely calcified. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was selected to treat peripheral artery disease (pad). However, during first inflation at 6 atmospheres for 30 seconds, the balloon rupture. The device was removed without any problem by normal method. The procedure was completed with another of the same device. No patient complications were reported.